Event description:
It was reported by the rep that the device was used during a laparoscopic colectomy. It was reported approximately thirty minutes into the case, pneumoperitoneum was being lost. The torn outer gasket was seen and the trocar sleeve was replaced. There was no consequence to the pt.